Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing the stapler during a hemicolectomy procedure, the device was able to fire but they were unab le to unload it. The jaws of the device locked on the tissue and the instrument were removed by firing the other reload. Another stapler was fired to complete the case. There was an unanticipated tissue loss as a result of this problem. There was no patient injury.